Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown viper implants/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy spine reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) to compare usage and outcomes recorded for viper implants in 149 patients (150 procedures) against all other surgical cases recorded within the spine tango registry between 2004 and april 19, 2021. There were 60 males and 90 females with a mean age of 63.1 years. Final registry report outcome description: general complications- intraoperative none general complications- postoperative surgical before discharge 3 patients had cardiovascular complications. 1 patient had pulmonary complications. 2 patients had cerebral complications. 5 patients had kidney or urinary complications. 2 patients had liver or gastrointestinal complications. 2 patients had thromboembolism. 4 patients had other complications. 3 patients had complications that were not documented. Surgical complications- intraoperative adverse events 2 patients had nerve root damage. 14 patients had dural lesion. 2 patients had other intraop adverse events. Surgical complications- postoperative surgical before discharge 1 patient had epidural hematoma. 1 patient had other hematoma. 1 patient had radiculopathy. 1 patient had csf leak or pseudomeningocele. 2 patients had motor dysfunction. 2 patients had sensory dysfunction. 2 patients had wound deep infection. 3 patients had implant malposition 1 patient had implant failure. 3 patients had other postoperative surgical complications. 3 patients had postoperative surgical complications that were not documented. Reoperations: 17 reoperations at any level at 1 year after surgery. 5 reoperations at any level at 2 years after surgery. 8 reoperations at any level 1 year after surgery. 1 reoperation at any level 2 years after surgery. This is for depuy spine viper implants. This report captures the reported events of reoperations at any level and reoperations at same level. This is report 3 of 3 for (B)(4).